Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
The following was found during a maude review: it was reported that during a right acl reconstruction arthroscopy procedure, when the surgeon was using a 5. 0mm arthrex shaver, ar-8500ex, lot: 10453589, a section of the shaver's outer sheath broke off and was discovered while surgeon was closing the subcutaneous tissue. The surgeon was able to retrieve the section in its entirety after it was viewed under fluoroscopy. The first layer of subcutaneous tissue had been closed at this point and had to be reopened and the sheath fragment removed. The patient was still under anesthesia at this time. The subcutaneous tissue and skin layers were closed by the surgeon without further incident.